Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure performed was to treat a moderately calcified, moderately tortuous left anterior descending coronary artery. Resistance was met as an unspecified balloon could not be advanced over the ht-bmw universal guidewire. The polymeric coating of the guidewire was also noted to have peeled away. A new unspecified device was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection and dimensional analysis were performed to the returned device. The reported polymer damage was confirmed. The reported difficult to advance was not confirmed due to the condition of the device. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and observations from the returned analysis, the investigation determined that the reported issues appear to be related to circumstances of the procedure. Factors that may contribute to peeling or delamination include, but are not limited to, material properties, manipulation against resistance, interaction with accessory devices, and/or interaction with challenging anatomy. In this case, it is likely that the challenging anatomy contributed to the reported polymer damage as it was reported that the vessel was calcified which likely led to the reported difficulty advancing the balloon catheter over the guide wire. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.